Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting to the setup mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began one week prior to contacting lfs. The patient manages her diabetes with four (unspecified pills) and 32 units of an unspecified type of insulin. In response to the alleged meter issue, the patient indicated she decreased the dose of her oral medication to two pills and consumed less food (date/time unknown). According to the csr's documentation, as a result of the alleged issue the patient claimed she developed symptoms of sweating, weak legs, lightheadedness, and loss of balance a few days later (date/time not specified). The patient, however, denied she received treatment after the alleged mete issue began. During troubleshooting, the csr noted the alleged issue occurred after the patient removed/replaced the battery in the subject meter. The csr educated the patient with setting the subject meter and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.